Event description:
Patient presented back to the physician with recurrent wound dehiscence at the chest incision site. Physician brought the patient into the or, irrigated the chest pocket with an antibiotic solution, excised tissue from the pocket incision, and securely sutured the chest incision closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician post-implant procedure with a hematoma and drainage at the ipg pocket. Physician brought the patient into the or, evacuated the hematoma, irrigated the pocket, and closed the incision. Physician prescribed antibiotics. Patient presented back to the physician a week later with wound dehiscence at the chest incision site. Physician closed the incision and prescribed another course of antibiotics.